Event description:
It was reported that a recent CT scan revealed that there is a large type iii endoleak, separation evident and the aneurysm is 6 cm in diameter. The two aortic cuffs have separated from the main body/bifurcated stent graft, which was 5-6 cm distal from the renal arteries and 1cm from the most distal aortic cuff, there is no proximal type I endoleak present. The physician gained access through the bifurcated stent graft and aortic cuffs. An endurant aui and endurant 16x16x124 limb were implanted to bridge the aortic cuffs and the aneurx bifurcated device. The type iii endoleak, separation was resolved. Another manufacturer¿s 20 mm occluder was implanted in the right iliac limb of aneurx bifurcated device which was measured to be 16mm by the physician to occlude the right side and to prevent a retrograde leak. A fem-fem bypass was done. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approx 66 months ago. At the time of implant the aneurysm was 5.4 cm in diameter and currently the aneurysm is 5.9 cm in diameter. The vessel morphology at the time of implant and currently are about the same, however there was some disease progression with aortic neck dilatation. The pt had a short (5mm in length), reverse conical aortic neck. The aortic neck diameter at the renal arteries was 18mm at the renal arteries and 5 mm below the renal arteries the aortic neck diameter was 28 mm in diameter. A recent CT demonstrated that there was stent graft migration of 5 mm distally with a type I endoleak. (MFR report #2953200-2011-01696) as planned the physician implanted an aneurx 28 aortic cuff and a 32 endurant aortic cuff (MFR report #2953200-2011-01697) proximally to the aneurx cuff however; there was still a proximal type I endoleak. The physician elected to monitor the pt for a couple days. The CT two days later revealed that the type I endoleak had not resolved there for the physician implanted another aneurx aortic cuff, still the proximal type I endoleak did not resolved therefore; another MFR's stent graft was implanted but there was still a type I endoleak. The pt had a CT one week post implant the endoleak has resolved. No add'l clinical sequelae were reported, the pt is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results and conclusion: (disease progression; neck dilatation). (Short and reverse conical neck).